Event description:
It was reported that in the day following the implant procedure, the left ventricular (lv) lead had dislodged. The physician repositioned the lv lead to resolve the event and no additional patient consequences were reported.